Manufacturer narrative:
Results: the stretch resistant wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned pc400 revealed that the sr wire was fractured. This type of damage typically occurs due to forceful retraction against resistance. The non-penumbra microcatheter identified in the complaint and the pc400 pusher assembly were not returned for evaluation. Therefore, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous fistula using penumbra coil 400s (pc400s). During the procedure, while inserting a pc400 into a non-penumbra microcatheter, the physician experienced resistance and decided to remove the pc400. However, upon retraction, the pc400 unintentionally detached inside the microcatheter. The physician then attempted to push the detached coil into the target vessel using the pusher assembly; however, it was unsuccessful. Therefore, the physician removed the microcatheter containing the detached coil from the patient. The procedure was completed using the same microcatheter and eight additional pc400s. There was no report of an adverse effect to the patient.